Manufacturer narrative:
(B)(4).

Event description:
This is a report by a consumer with supplemental information by a physician of peritonitis after the patient experienced a separation between the minicap transfer set and the continuous ambulatory peritoneal dialysis (capd) titanium adapter. On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center and reported that he had peritonitis after experiencing an unexpected separation between the patient connector of his minicap transfer set and the capd titanium adapter which occurred on (B)(6) 2011. At the time of this report, no further information was available. On an unreported date, a physician provided additional information. On (B)(6) 2011, the male patient (age reported as "10s") began peritoneal dialysis (pd) therapy with dianeal n 1.5% 2000ml x 3times/day. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. He was treated with unspecified antibiotics (treatment details were not reported). On (B)(6) 2011, the patient recovered from the event and pd therapy was ongoing. The physician assessed the event as serious (hospitalized) and not related to dianeal n. The physician stated that the event was possibly related to the separation between the patient's minicap transfer set and capd titanium adapter. However, he also stated that the separation was due to twisting too tight in connection of the transfer set and the adapter, not due to malfunction of the minicap transfer set.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review will not be performed. A 510k number will not be provided in the MDR as the product code is manufactured for distribution outside of the u.s. And does not have 510k number. The sample was discarded. Should additional information become available, a follow-up will be submitted.